Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder procedure when biting the meniscus the jaw snapped. It is unknown if there was a delay or back-up device available. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported 1.5mm upbiter scoop basket punch, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The upper jaw has broken off as well as the distal end of the actuator and were not returned for examination. The cutting edges of the distal tip of the shaft are dull and dented. Cutting edges in this condition would require the use of excessive force to cut. Per the devices instructions for use under precautions ¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. The instruction for use also outlines additional precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.